Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter device. The balloon was tightly folded. Microscopic and tactile inspection revealed a separation 41 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the catheter part of the balloon broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the catheter part of the balloon broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.